Event description:
The account reported the left brake caster does not hold. No patient injury reported.

Manufacturer narrative:
The tech found the left head brake needs adjustment. Per the hill-rom service manual, the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The tech adjusted the left head brake caster to resolve the issue. Based on this information, no further action is required.